Event description:
It was reported that fluid would not flow through a continu-flow solution set. This occurred after the tubing was primed and connected to the extension set. Once connected to the patient, the fluid would not flow. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.